Event description:
Further information was received indicating the device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, h3, h6 the device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis was performed which indicated normal device functionality. The device showed normal characteristics and was able to be interrogated successfully on merlin programmers. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of failure to interrogate was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device has not communicated with the my merlin application for over one month. Multiple attempts to interrogate the device have been made by positioning the magnet on the icm and putting the cell adapter into a different usb port without success. Device replacement is anticipated. The patient was stable. Further information was requested but not received.